Event description:
On 09/16/2024, znyo medical received a report from the customer reporting the pump kept alerting air in line despite changing tubing. No patient injured/harmed reported.

Manufacturer narrative:
Device return requested. There are no previous complaints on this device related to this issue. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).